Manufacturer narrative:
H4: the lot was manufactured from october 26, 2021 to october 27, 2021. H10: two (2) devices were received for evaluation. Unaided eye visual inspection along with magnification of both samples was performed with the fill port caps removed and no particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between february 1, 2023 to february 28, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter in the injection port (black and white). There was no patient involvement. No additional information is available.